Manufacturer narrative:
The investigation determined that multiple lower than expected vitros gent proficiency results on a vitros 5,1 fs system. The investigation was unable to determine a definitive root cause. The most likely assignable cause of this event was user protocol error with respect to reagent pack handling. In addition, the vitros 5,1 system performance cannot be completely ruled out as a contributing factor.

Event description:
A customer observed lower than expected vitros gent results from 5 different proficiency sample fluids processed on a vitros 5,1 fs system. Vitros gent proficiency results: (B)(6). The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm as a result of this event. (B)(4).